Event description:
Patient reported that the adhesive pad did not stay attached to the body. Patient stated that she was applying the vgo device to the back of the arm and since she has changed the application site to the abdomen, she has noticed that the device stays attached more.